Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The patient's contact reported receiving the air detected in cassette alarm and patient line is blocked alarm between 5 thru 6 times each during drain 3 of 6. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient has not experienced an symptoms nor adverse events requiring medical intervention. The patient was treated with prophylactic antibiotic; cefazolin 2g via intra-peritoneal administration during the longest dwell of treatment for 7 days starting (B)(6) 2020. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was returned with a recent order replacement from customer service and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and passed. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found visual evidence of dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 06 dec 2018. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.